Event description:
Thermachoice endometrial ablation catheter primed to pressure of negative 155 mmhg. Syringe filled 30 cc d5w (5% dextrose in water) syringe connected to balloon. Unit placed in endometrial cavity. Approx 12cc fluid instilled into balloon, stable pressure of approx 185mmhg obtained. Fluid heated to 87 centigrade. Therapy cycle initiated. Pressure shot to over 200mmhg and system shut down. Second unit obtained and entire process repeated. Erratic up and down movement of temperature and system shut down.